Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown surgery on an unknown date, it was observed that the fms duo®+pump/shaver device was not working properly as it was giving an error code ¿l¿ for low pressure. According to the report, the line was not kinked and the flow was slow. It was further reported that the pump tubing was swapped and it did not solve the problem. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the poential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wll be filed as apropriate. H10 dditional narraive: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however the customer provided a photo of the product label which contains the serial number, this numbers was verified, and its correct. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: physical damage. Fluid ingression. Per service reports, this complaint can be confirmed. The repair of the device was however declined, and it is being placed into long term hold. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: as no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.